Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 444 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was a recurring issue and they tried all remedies however the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.